Manufacturer narrative:
There have been no reports of injury or misdiagnosis. The complaint is still under investigation. At this time no product malfunction has been confirmed. A follow-up report will be provided when the info becomes available.

Event description:
Philips healthcare quality and regulatory dept received a customer complaint from (B)(6) regarding older exam/different pt's data being assimilated onto one pt's exam.